Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm2 involved with this complaint and completed the device evaluation. The reported failure of non-intuitive motion was reproduced during a friction test. The a1 harmonic drive will be replaced to resolve the issue. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. This complaint is being reported based on the following conclusion: it was alleged that the psm moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a non-intuitive movement with patient side manipulator (psm) 2. The surgeon explained that when opening the grip on the right master tool manipulator (mtm), the instrument that was installed on psm2 moved by itself and got closer to the tissue. The surgeon indicated that the movement did not correspond to the movement of the mtm. The system was not connected to onsite. The surgeon indicated that the system could not be restarted. The surgeon proceeded with the surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was a maryland bipolar forceps. There was no patient harm. The instrument fell on the patient's bladder, which was removed as part of the surgery. There was no tissue damage. The psm2 was not disabled. Case was completed successfully robotically. No additional testing was performed as a result of incident. No further information was provided.